Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that premature battery depletion was noted on the implantable pulse generator (ipg). The device was reprogrammed and revision procedure was been planned. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.